Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression. Only visual analysis was performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had over sensing. The lead sensitivity was programmed to a lower value to resolve the issue. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the lead had over sensing. The lead sensitivity was programmed to a lower value to resolve the issue. The lead is still in use. No patient complications were reported as a result of this event.